Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient's therapy was adjusted over the phone. Patient stated that after two reprogramming's they're still experiencing ineffective therapy. The patient had a full system explant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective relief from their drg system. Reprogramming attempts were unsuccessful in establishing effective coverage. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's drg system was fully explanted.